Event description:
A technical nurse developed red mucous plaques on her hands after changing from a different glove to this glove. The nurse had skin testing done, and she used over the counter medications.

Manufacturer narrative:
The sample and lot number were not provided, therefore the device history record could not be reviewed. Historical trending was performed, and no trends were identified. The product passed the requirements of the primary skin irritation test per the technical services report. None of the ingredients that the nurse claims to be allergic to are in the esteem micro glove, except for the mercapto mix. The esteem micro glove has passed a series of tests prescribed by regulatory agencies for the intended use. However, the possibility of an individual experiencing reactions to certain chemicals or lubricants used during the manufacturing process can not be ruled out. We will continue to monitor complaints for any unfavorable trends.